Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced high blood glucose level of 27 and 20 mmol/l. The customer did not provide the symptoms regarding high blood glucose. Customer stated that their insulin pump was constantly showing that it was unable to deliver insulin from the last week. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.